Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "cassette not attached properly" alarm. There was unknown patient involvement.

Manufacturer narrative:
D9. Date returned to mfg: 15-oct-2024. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Fluid ingression found on dso (downstream occlusion) sensor assembly. Customer reported issue of "cassette not attached properly" was verified in ehl (event history log) 29 times; however, it was unable to be replicated in functional testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.